Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient underwent knee replacement on (B)(6) 2017. Revised patella on (B)(6) 2018 due to malposition.